Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge alarms occurred during insulin delivery. Customer changed out supplies to resolve the issue. Customer¿s blood glucose level was 109 mg/dl